Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-05880. Related manufacturer reference number: 1627487-2022-05882. It was reported that the patient experienced pain at the ipg site. Additionally, the patient experienced pulling in the neck and ineffective therapy due to high impedances caused by scar tissue on the extensions. As such, surgical intervention took place on (B)(6) 2022 wherein the extensions and ipg were explanted and replaced to address the issue. Issue was resolved and therapy was restored post operatively.

Manufacturer narrative:
The report of ¿pulling in neck and pain at ipg site¿ was not confirmed. Analysis of the returned extension b found it had damage that was consistent with the explant procedure. Patient¿s allegation of ¿pulling in neck and pain around ipg site¿ cannot be confirmed with product testing.